Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question because of a testing instrument network issue.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.